Manufacturer narrative:
Review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 failed. A field service engineer (fse) replaced a new inseparable, then reseated and inspected all cables. The fse also replaced the missing or damaged slide bumpers in both the main and auxiliary drawers. The customer tested the unit and confirmed there were no issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, 9 west drawer 6 failed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.